Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient had blurry. The patient was unable to handle the poor vision or lens well and could not tolerate. It was suggested to replace the lens for better visual acuity. The lens was replaced with a monofocal lens a month after the initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).